Event description:
The customer reported that the c-arm will not boot fully.

Manufacturer narrative:
The ge service rep found an interlock error on debug logs. He found xrc errors on debug logs, found burnt component on pre-charger pcb, replaced monoblock, gib, and pre-charger, updated software due, to gib replaced, performed filament cal and checked dose. The system operates as intended.